Event description:
It is reported that the pt was revised due to multiple dislocations. The shell was noted to be in a poor position.

Manufacturer narrative:
Eval summary: neither operative notes or x-rays were returned for review. In general, pt factors that may affects the performance of the components include age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.